Manufacturer narrative:
The device sample was received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an error code occurred during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was removed upon receipt. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the device exhibited the error code upon power up. Root cause of the reported issue is unknown however, the back-up capacitor was found to be defective. Replace the defective back-up capacitor. The product is beyond 21 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous 4 years and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400.